Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not seem to be delivering the entire amount of insulin. The blood glucose reading was 248 mg/dl. The customer stated that he did not receive an alarm. He also reported that his nurse told him that the insulin pump was reaching the end of its reliability. Transferred the call for troubleshooting for no delivery issue. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer clarified that the issue was that the bolus wizard feature did not properly estimate the amount of insulin that would be needed.